Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the operating room for a device change out procedure due to elective replacement indicator (eri). Fluoroscopy revealed externalized conductors on the right ventricular lead. The electrical function of the lead was tested and no anomalies were noted. The lead remained implanted and the physician elected to continue using the lead. The patient's condition was stable through out the procedure and was discharged home.